Event description:
The consumer reported that the patient experienced a loss or change of therapy since implant on (B)(6) 2016. The patient still had to catheterize themselves and had to take overactive bladder (oab) over the counter pills 3 days in a row. When the patient had their trial, they were able to go on their own. The patient was not sure if they were doing something wrong and not pressing the correct buttons on their patient programmer, but they were not getting therapy relief. The patient didn't feel stimulation and the therapy was not on. The patient turned therapy on and confirmed they were able to feel comfortable stimulation. The current settings that the patient was at were helping so they would leave it there and continue to monitor their symptoms. The patient was on program 1 at 1.5v. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the patient still had problems, but was getting relief. The patient had tightness and a burning sensation in the stomach since the day after surgery, which was the same feeling before the trial and it went away after the implant. The day after surgery the patient was on antibiotic medications bactrim, cipro, and augmentin, which made them sick with vomiting, diarrhea, and a urinary tract infection (uti). The patient got relief from the therapy, but was going to the bathroom a lot. The patient had a sudden return of symptoms. Since (B)(6) 2016, the patient had been waking up several times to urinate and catheterize themself because the urine did not all come out. The patient was implanted because they were not able to go to the bathroom. The patient did feel the urge to go, but was unable to release any of the urine. On (B)(6) 2016, the patient was very bloated and was wearing a corset to hold their muscle in the core. Last night, the patient woke up 8 times to urinate and wanted to know if they could adjust stimulation. There were no trauma or falls that could be related to the issue. The patient was able to use the programmer on (B)(6) 2016 and verified stimulation was currently on, set on program 1 at 1.7v. The patient increased stimulation today and it felt strong and comfortable. Stimulation was comfortable sitting, standing, and walking.

Event description:
Additional information received from the consumer reported that the patient had utis every 10 days for 2 years prior to implant. The patient was following a prescription for cipro since 2013 following a tummy tuck surgery and the patient was not sure if it was a coincidence. The cause for the reported utis was the bladder and it was still under investigation. The steps taken to resolve the diarrhea, vomiting, burning sensation in stomach, and increased frequency was that the patient was currently seeing a gastric specialist. The patient was not sure if the diarrhea was because the bladder couldn't empty. The patient had 3 years of sickness with no final diagnosis. The patient was a very unusual case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.